Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported they were having issues charging their implant and the issue began several weeks ago. The patient stated they could not get the implant to charge and the controller kept saying it could not find the device. The patient noted the recharger cord was clicking and got hot to the touch when trying to charge the implant. During the call patient verified there was no visible damage to the cord. The patient reset the controller and attempted to recharge the implant, patient was in passive recharge mode and the numbers were in the 20s even after proper positioning of the recharger. The issue was not resolved. A request to repair was sent to replace the recharger,

Manufacturer narrative:
H3: analysis of the recharger 97755 (serial #:(B)(6)) revealed that high reading 100, low reading 100 and no anomalies were visually observed. Found no issues with finding or charging ins. Electrical failure with failed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.